Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited noise, pacing inhibition, and possible fracture. Reprogramming was performed, and the pace/sense portion of the lead was inactivated and replaced. No further patient complications have been reported as a result of this event.